Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-may-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. No evidence of a short battery life was found. The battery cap was not returned and a test battery cap was used for testing. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The short battery life complaint was unable to be duplicated during investigation. The pump cover was removed to find no moisture corrosion or intermittent conditions to the continuous glucose monitoring module, and to the printed circuit board.